Event description:
On 9/13/93 an ipp device was implanted. On 4/29/94 the left cylinder was revised. On 2/26/97 the right cylinder was removed from the pt, tubing capped off, due to erosion--distal urethra.